Event description:
It was reported that a home patient (hp) found stains on the cassette used for automated peritoneal dialysis (apd) therapy on the homechoice (hc) device. The hp stated that they found stains when they opened the carton overpouch. This was identified prior to use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample in an unopened pouch. Visual inspection revealed what appeared to be pen markings on the pouch. The cause was determined to be due to a manufacturing issue and the event will be investigated in a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a follow-up report will be submitted.